Event description:
It was reported to depuy acromed that a halo ring broke during post application of the ring. The ring broke on one side of the head and pulled out of position. Another ring and 6 pins had to be applied once the broken ring was removed. There were no other adverse consequences to the pt.